Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6021. The tech recommended replacing the front case keypad. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi error code 210.6021 on 8100 bd unit. Technical support: tech has 8100 bd unit has error code 210.6021. The error has keypad processor error, the keypad failure is detected during the post. Needs to replace the front case w/keypad product type 8100 versions affected all symptoms/system effect: module giving a 210.6020 / 210.6021 error code. Steps to solve (internal) solution/workaround summary: how to correct a 210.6020 / 210.6021 error code. Suggested messaging: is your module giving a 210.6020 / 210.6021 error code? High level steps/procedure: replace door assembly due to faulty keypad. Return to factory for repair. A serial number was not provided therefore a review of the device history record cannot be performed. H3 other text : device not returned.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 210.6021. The tech recommended replacing the front case keypad. There was no patient involvement.